Event description:
It was reported by service report that the auxiliary lock was sticking and not functioning properly when attempting to load the cot into an ambulance. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Auxiliary lock.